Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported an emergency pci (percutaneous coronary intervention) was performed on a patient with unstable angina. It was reported after insertion of the intra-aortic balloon catheter (iabc), the pump generated a sensor failure alarm. The customer reconnected the optical cable but the problem was not resolved. The iab was removed and replaced to continue therapy. There was no reported injury to the patient.